Event description:
Customer reported the insulin pump was giving irregular insulin delivery. Customer had to go to the hospital due to high blood glucose because he was unable to bring them down. Customer had to do frequent battery changes. Customer had to restart the rewind to complete. The insulin pump had cracks by the reservoir compartment. The up button sticks. Customer's blood glucose was not provided. Customer declined being transferred to troubleshoot issues. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.